Event description:
It was reported the patient presented for initial procedure. Prior to implant, it was discovered the right ventricular lead could not retract the helix. The physician elected to complete the procedure with a different lead. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was received in one piece for analysis. Visual inspection of the lead found the helix to be partially extended with sign of blood. X-ray examination found the helix was stretched consistent with procedural damage. The cause of the reported event was isolated to the helix being stretched.